Manufacturer narrative:
The customer replaced the air and o2 flow sensors to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that device is displaying error code 1203 alarm message: low leak, co2 rebreathing risk. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that there is occlusion to the exhalation port. The rse provided information to clean the internal exhalation port. The investigation is ongoing.

Manufacturer narrative:
(B)(6).